Manufacturer narrative:
(B)(4). Information indicates this device is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device as well as the right atrial (ra) lead were explanted and replaced due to high thresholds, oversensing and pacing inhibition with no asystole observed. The ra lead is not a boston scientific product. The right ventricular (rv) lead was also electively explanted and replaced during the same procedure. There were no additional adverse patient effects.